Event description:
It was reported that during a low anterior resection procedure, the device cut and did not staple. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary - the analysis results found that the ecs33 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple and washer presence by an automated vision system, and are visually inspected 100% as a final check. In addition a sample of the batch is inspected at (B) (4). The batch history records were reviewed with no anomalies noted during the mfg process.